Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and object code indicated the blower contributing to the foam degradation. In addition, the device was displayed error code/ displayed error code e051 (err_corrupt_compliance_log), e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), e050 (err_daily_value_corrupt), and e055 (err_therapy_queue_full). The device was inspected and found to have dust inside the blower kit. The device was routed to scrap. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.